Manufacturer narrative:
Currently it is unknown whether the esophyx device or tif procedure may have contributed to or caused the reported event. No conclusion can be drawn at this time. Egs is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based on limited information received by egs as of the report date, which egs has not been able to fully investigate or verify prior to submitting this report as required by the FDA. A follow-up report may be submitted at a later date if additional information is obtained by egs.

Event description:
Endogastric solutions (egs) received information that a patient who underwent a transoral incisionless fundoplication (tif) procedure experienced an unknown adverse event. It is unknown whether medical intervention was required to treat the patient.

Manufacturer narrative:
Updating type of investigation (b) to only include: 4115, 4112, and 4119. Updating investigation findings (c) to only include: 3221. Updating investigation conclusions (d) to only include: 4315.

Manufacturer narrative:
A medwatch supplemental report is being submitted due to a retrospective review of egs complaints [(B)(4)] by merit medical's systems inc, [(B)(4)] pms team for any identified complaint discrepancies requiring corrections/additional information per 21 cfr 803. Merit medical systems inc. (B)(6). Corrections to egs medwatch report: b.2 - updated to include [x] required medical intervention b.7 history updated to include gerd d6a - implant date added updated g code to 788 replaced d code 67 h.8 updated to reflect [x] initial use.